Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report both corrected and additional information to 0002023141-2023-03454. Correction: b1 adverse event or product problem is updated to product problem. Correction: d9 device availability has been updated to no. The following sections are being reported: b1: adverse event or product problem, d9: device availability, h2: if follow-up, what type, h3: device evaluated by manufacturer, h6: type of investigation, h6: investigation findings, h6: investigation conclusions, h10: additional narratives/data. Zimvie did not receive one unknown abutment for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information and risk management file (rmf). Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown abutment is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are customer error or patient factors. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that the abutment loosened in patient's mouth. Tooth site # 30.

Manufacturer narrative:
Zimvie complaint (B)(4).